Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a system check and verified aspiration and dispensing of all probes. The cse checked for leaks, inspected tubing on pinch valves, and checked voltages. The cse checked for bleach, verified cuvette bottom for sample, dilution and ancillary cuvette bottom. The cse ran dark counts with and without cuvette, which resulted within range. The customer ran quality controls (qc), resulting within range. The cause of the discordant, falsely elevated tni-ultra results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples: sample ID (B)(6) ((B)(6) 2016) and sample ID (B)(6) ((B)(6) 2016) on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them on (B)(6) 2016. The patients were admitted, redrawn and retested, resulting lower on the same advia centaur xp instrument. The customer then retrieved the two sample tubes, re-spun and repeated on the same instrument, resulting lower than the initial results and matched with the redraw results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.